Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral flanks on (B)(6) 2017 and (B)(6) 2018 using the cooladvantage applicator and was also treated to the abdomen on (B)(6) 2017 and (B)(6) 2018 using the cooladvantage plus who developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed with ph on (B)(6) 2018. Ph was described as significant increase in size of the lower abdomen and flanks.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral flanks on (B)(6) 2017 and (B)(6) 2018 using the cooladvantage applicator and was also treated to the abdomen on (B)(6) 2017 and (B)(6) 2018 using the cooladvantage plus who developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed with ph on (B)(6) 2018. Ph was described as significant increase in size of the lower abdomen and flanks.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localize.